Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown. There were no device issues at the time of the patient outcome. The outcome was not considered device or therapy related.

Manufacturer narrative:
G2 - report source: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was communicated that an autopsy was not performed, and the device will not be returned for evaluation. Additionally, due to patient privacy laws, the managing hospital will not provide any further patient outcome information. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.